Manufacturer narrative:
The insulin pump was received with high sleep current measurement and pump error 63 alarm during self -test. Problem isolated to keypad assembly. No cosmetic damage noted. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by customer's mother that the insulin pump buttons are not working correctly. The customer's mother pressed the buttons several time before they work. The pump did not react at all and screen went blank. The customer's mother stated the customer complains about the pump not reacting. The customer was advised the pump will be replaced. The customer's blood glucose was 15.2mmol/l.